Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for intractable spasticity and multiple sclerosis. The pump was used to deliver unknown baclofen. It was reported that the patient had a refill on (B)(6) 2023 and, the following day, the patient that the patient was admitted to the hospital because they were found facedown and not able to communicate. The rehabilitation doctor thought that it seemed like an overdose of baclofen, so the doctor switched the patient from 2000mcg/ml to 500mcg/ml and put the pump in minimum rate. The patient was then transferred to the emergency room (ER). At the time of this report, the rep was in the room with the patient and an ultrasound was being done. It did not appear that there was a seroma in the internal tubing. There was a little bit of fluid collection above the pump but it was just a slight amount. They were trying to look at everything that looked like there was fluid accumulated. The plan was to remove the 500mcg concentration from the pump and lower the dose to "0.1ml" and then aspirate the side port/catheter access port (cap). They were going to cancel the bridge bolus and reinterrogate the pump. Technical services reviewed how to program the pump to minimum rate and do a full system contents removal. It was noted that there was no volume discrepancy and the doctor was not there at the time of the refill. It was unknown what was causing the overdose and underdose, but it was believed that by doing the full system contents removal it would control what drug concentration the patient was getting. As of 2023-05-26, all of the air was removed from the reservoir, but the reporter wanted to make sure that it wouldn't cause overinfusion. The reporter inquired if air in the reservoir would cause an issues long-term.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp)via a company representative (rep). It was noted that stroma should be a seroma. The patient was on 2000 mcg/ml then moved to 500 mcg/ml. They were small amount of fluid to be above the pump. It was reported that the side port/catheter access port aspirated. Additional information was received from a healthcare provider (hcp) via a company representative (rep). The magnetic resonance imaging (MRI) showed no issue. The ultrasound showed some fluid. The cause of the overdose was asked but unknown at this time. The hcp made sure there was no pocket fills and corrected the concentration. The overdose was resolved. The cause of the fluid collections/seroma was asked but unknown at this time. The fluid collections/seroma resolved by its own. They were not sure what caused the underdosed. However, device did not show any issues. Additionally, the underdose symptom was resolved.